Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak was noted on the swartz introducer. After insertion while drawing blood, air was aspirated. The swartz introducer was exchanged and the issue resolved. The procedure was completed with no adverse patient health consequences.